Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set had been used for 1 day. No further information available.